Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that surgeon was doing a revision on patient's left knee due to femoral component loosening. Surgeon removed a duracon xl femur and a cruciate retaining insert - large. While using a duracon ts tibial large 11mm trial, trial cracked in half as the surgeon was impacting into the tibial tray. No surgical delay as a result, and surgery was completed without any further happenings.